Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient has had a long history of jawline filler. The 1st filler injection was with juvéderm® voluma¿ xc in the jaw/chin. And then juvéderm® volux¿ xc history of 2 syringes. Currently, the patient just had 2 syringes of juvéderm® volux¿ xc. In a few days the current juvéderm® volux¿ xc treatment showed a small but growing nodule at junction jaw to chin where the movement is dynamic. The hcp was treated with 5 vials of hyalenex 5fu and steroid taper, but the nodule is persistent and not diminishing. The hcp is moving forward with oral steroid, doxy and kenelog.